Event description:
It was reported the handle and keyboard are broken. It was also reported the stylus pen sometimes is difficult to cause appropriate action. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the case handle and keyboard hinges are broken. Stylus was found out of place and would not work correctly; after the stylus was reseated, can select properly and the arrow follows the stylus. Analysis also found the system fan is noisy and printer makes clicking noises when printing. Programmer functional audio loop back test and left antenna found out of specification. (B)(4).